Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refv2013 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the stylet was bent and could not be removed from the catheter. There was no reported patient involvement.

Event description:
It was reported that the stylet was bent and could not be removed from the catheter. There was no reported patient involvement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent stylet is confirmed; however, the exact cause is unknown. One 4 fr groshong clearvue catheter with a stiffening stylet and flushing hub inserted was returned for evaluation. An initial visual observation showed a small amount of use residue on the returned sample. A bend was observed in the stylet within the catheter at the distal end of the metal cannula of the flushing hub. A microscopic observation revealed no other damage on the returned stylet or catheter. Possible causes of the bend in the stylet within the catheter of the returned kit include damage during storage, handling, or use; however, the time and location this damage took place could not be determined from the returned sample.